Manufacturer narrative:
Serial #, lot #, other, corrected data: the serial number, lot number, and version of software were not included in the supplemental report 1. The information has been included in this report. Device manufacture date (mo/day/yr), corrected data: the manufactured date was not included in the supplemental report 1. The information has been included in this report.

Event description:
The handheld device and associated flashcard were returned and product analysis has been completed. There were no issues with the functionality of the handheld and no error messages were observed during testing. It was noted that the software would pause following an interrogation. This is expected behavior for the software considering the database size.

Event description:
It was reported that the handheld device was working intermittently. The handheld showed an error message; however, it is unclear what error message appeared on the device. The handheld has not been returned to date.